Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the black coating and exposed coils. The black coating and coils were separated into two pieces and 5 mm of core was exposed. The tip of the core did not appear to be broke. There were stretched out coils for a length of 6.2 mm. The separated coils and black polymer were 9 mm in length. The tip ball was intact to the separated section of coils. There was a kink in the core 18 mm proximal to the end of the exposed core. No other damage was noted. This was sent to the lab for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the scanning electron microscopy (sem) analysis indicate that the device core was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, it appears that the guide wire was trapped in the stent of the taxus device. The forces applied in the attempt to remove the guide wire exceeded the strength of the core of the guide wire which fractured. The guide wire failure does not appear to be manufacturing related. The lot history record was reviewed and there were no non-conformities associated with this lot number. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the case involved the right coronary artery and a 6 fr guide catheter was being used. Another company's stent was used in attempt to cross the lesion, but it would not cross. The stent was then pulled into the guide catheter, and a buddy wire was put down. The physician noticed that something appeared to be wrong with the whisper guide wire, and as it was removed, there was resistance and it apparently was caught in the stent strut. The guide wire separated, but it was able to be completely removed from the patient along with the other products. No medical intervention was required. The lesion was not stented, and the other company's stent was returned to the manufacturer as a no cross complaint. The physician commented that she probably should have removed the stent before placing the buddy wire. No patient injury was reported. No additional event or patient information is available.